Event description:
During preventive maintenance on the customer's device, a physio-control service representative found that the service indicator on the device was illuminated and that the device had logged a potentially critical event code related to the device locking up. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly. It was determined that the cause of the reported failure was due to a thermally sensitive crystal, designator y1 from the single board computer, which is located on the system pcb assembly.